Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an occlusion; this event may have been a false occlusion alarm. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with an occlusion was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. The device has not been previously sent into service for the reported condition of "pump with occlusion". The device history record review shows data card has been discarded per retention period documented on (B)(4).